Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that that a lead integrity alert (lia) sounded on the right ventricular (rv) lead due to high sic and abnormal lead impedance. It was noted that the patient was hospitalized as a result of the event. With the occurrence of ventricular cross talk following another alert, the device was reprogrammed to aai mode and defibrillation therapies were deactivated. To cover the need for defibrillation therapies, the patient received an additional subcutaneous defibrillation device. The rv lead is no longer in use but remains in the patient. The patient is a participant in the panorama ii clinical study. No patient complications have been reported as a result of this event.